Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13may2019. The manufacturer's field service engineer confirmed the reported check vent alarm led failed message issue. The fse noted error code 1105 (alarm led failed) in the log. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a check vent alarm. There was no patient involvement.